Event description:
Event reported in (B)(6) by the customer: "leakage at the cassette level. Infusion parameter: product: amoxicillin 6g for 300ml of physiologic serum, continuous flow: 25ml/h. Time of infusion: 12h. The prime was done with the pump. The horse changed the lot number to resolve the issue. No leakage with another lot number." The report is late due to insufficient info to understand the failure mode and its impact on the patient at the time the report was received.

Manufacturer narrative:
(B)(4).